Event description:
It was reported that the pacing lead exhibited high sensing integrity counter - shows 5072 short v-v intervals. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).